Event description:
During a low anterior resection procedure, the instrument misfired and staples did not form properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.

Manufacturer narrative:
It has come to co's attention that this event was erronesouly submitted as a malfunction MDR. The event was misinterpreted as a lack of staple formation when in fact the saples formed properly. Please disregard the event submitted under this reference number.